Manufacturer narrative:
Additional information: imdrf a,g,b, grids. Manufacturer narrative (chr and DHR statements). Omit : a0404 - crack (1135) ,g04037 - cover. A review of the complaint history for this serialized unit did not confirm similar complaints, based on the same or related failure mode for this event. A review of the device history record was performed from the date of manufacture to the date of product release for distribution which confirmed that this device was not involved in a production failure which correlates to the customer reported issue.

Event description:
It was reported that an 8110 syringe pump module was affected by plastic recall and sizer misalign recall r111. There was no reported patient involvement.

Manufacturer narrative:
Customers received notification of the field action. Device repair or returns are handled within the scope of the field action. No further information will be provided by the customers due to the field action.

Event description:
It was reported that an 8110 syringe pump module was affected by plastic recall and sizer misalign recall r111. There was no reported patient involvement.